Event description:
The user facility reported the following retrospectively for an incident that reportedly took place. The user facility was not able to associate any specific product to the incident. According to the reporter, occurred post-operatively, following a sleeve gastrectomy. Medical or surgical intervention was necessary which included recovery. There was temporary injury due to fistula formation. There will be an additional operation to correct the issue. Patient status is reported alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the patient experienced 10 days of hospitalization.